Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 23 mmol/l (414 mg/dl). Earlier that day the patient received a new personal diabetes manager (pdm) as a replacement yet failed to activate it for she was unable to do the login correctly. She has since been guided on how to fix the issue. At the hospital the patient was treated with insulin pens and a glucose machine. The patient was discharged after 12 hours.